Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels since lunchtime. Customer's blood glucose level was 569 mg/dl. They believed it was due to the infusion set only because she was using a new infusion set now and it was lowering her blood glucose. The device was not returned.